Manufacturer narrative:
On 28-oct-2015, an fse was dispatched to the customer site to address the reported event. The fse cleaned and lubricated the z axis cup transfer and aligned to all positions. The customer ran multiple tests without any errors. The fse upgraded the software to version 2.40. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due alignment of cup transfer. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported receiving an error message with the aia-900 analyzer. The customer reports error 4153 z home overrun error and there is a cup laying on its side in the transfer rack. The customer is unable to run lh11, prl and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh11, prl and fsh patient results. There was no indication of any patient intervention of any patient, intervention or adverse health consequences due to the delay in reporting.